Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of dust contamination in the blower during device evaluation.